Event description:
Family member of home patient (hp) contacted baxter's technical service center (tsc) for assistance during priming of the homechoice cassette. Family member reported multiple incidents of incomplete priming of the patient line. The tsc technician assisted the family member in repriming the patient line. No patient injury or medical intervention reported per family member of hp.